Event description:
This involved an infant undergoing circumcision by an ob/gyn. Centurion medical products received report that the doctor placed the clamp, tightened it and then began the procedure. About half way through the circumcision procedure, the clamp slipped causing a penile laceration. A urologist was contacted and repaired the laceration with sutures.